Event description:
It was reported that the patient experienced ipg charging burden as the ipg would not last 24 hours when fully charged. As a result, the ipg was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.